Event description:
The customer returned the Ultrasound Gastrovideoscope to the service center for a separate issue. During the device analysis, the device evaluation indicated a control body pink probe cut and no KE45 at the light guide bundle cover. There was no patient involvement.

Manufacturer narrative:
The device was returned to Olympus for inspection. Based on the results of the investigation, the foreign material was likely caused by component failure; however, a definitive root cause could not be identified.Should additional relevant information become available, a supplemental report will be submitted.Olympus will continue to monitor field performance for this device.